Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for lead failure predictor on (B)(4) 2011. There were 13 ventricular nonsustained tachycardia episodes that were less than or equal to 210 ms on (B)(4) 2011 in the timeframe between 19:05:30 and 23:48:58. The ventricular short interval count equaled 154.9 counts average per day, in 1.30 days, between (B)(4) 2011 and (B)(4) 2011.

Event description:
It was reported that a lead integrity alert triggered for oversensing and noise on the right ventricular lead. The pace/sense portion of the lead was capped. A new lead was placed for the pacing and sensing. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.